Event description:
Hill-rom received a complaint of a customer having an issue with the raising the head section on a excelcare bariatric bed. A field service technician removed the bed from the account and inspected it at a hill-rom service center where it was determined that the CPR mechanism had a loose cable preventing the head section from being raised. The technician reinstalled the cable on the CPR mechanism and head actuator which returned function to the head section of the bed. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.